Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17336948/17336948/16869766.

Event description:
It was reported that the patient experienced discomfort, cramping and a burning sensation midway between ipg and the top of the leads when the stimulator was on. Additionally, it was noted the patients ipg had migrated which caused pain. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices will not be returned, as they were discarded by the medical facility.